Manufacturer narrative:
Exact date unknown, event occurred in july 2022.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the ipg replacement procedure was an upgrade for an MRI compatibility. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.